Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. However, internal CAPA-(B)(4) was initiated to address the late documentation of this event.

Event description:
The patient purchased an inratio system on (B)(6) 2014. For approximately two weeks, the patient tested using the inratio system and also tested his inr at the "(B)(6)." The patient was subsequently informed by his physician that the inratio system was "not providing the desired result." It was stated that, per his physician, "the discrepancy between the results of the test that was conducted at the (B)(6) and the test using the device was significant and beyond any reasonable statistical deviation, and simply showed the wrong result." The patient immediately stopped using the device and "went along with the advice of his physicians and relied on the (B)(6) tests." On august 30, 2016, the patient reported receiving the inratio system withdrawal notification. No adverse sequel reported and no additional information available.